Event description:
During a spinal fusion procedure at the user facility, it was reported that the handle of the awl broke apart while the surgeon was hammering entry points or pushing on the tool during use. It was unknown whether any plastic shards or powder fell into the surgical site; however, if so, the surgeon reported it would have been removed when the site was irrigated. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event that the handle was loose and broken was confirmed through the visual inspection. As reported in the event description the device was used with a mallet. Striking the device with a mallet can cause or contribute to the failure of the device. Striking the device with a mallet is contrary to the IFU; ¿do not apply any physical impact to the navigated instrument, such as with a mallet or a similar tool. Any impact will cause product damage or operational failure due to battery movement.¿ the device was discarded by the manufacturer following evaluation.

Event description:
During a spinal fusion procedure at the user facility, it was reported that the handle of the awl broke apart while the surgeon was hammering entry points or pushing on the tool during use. It was unknown whether any plastic shards or powder fell into the surgical site; however, if so, the surgeon reported it would have been removed when the site was irrigated. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.